Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of gangrene to right foot and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2011 the patient diagnosed and hospitalized for gangrene to right foot. On (B)(6) 2011, the patient experienced peritonitis. The patient was treated with unspecified ceftazidine and unspecified ancef. The patient was recovering from the events. On (B)(6) 2011, the patient was discharged from the hospital. Dianeal therapy was ongoing. Per the nurse, the events were not related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. This is report 2 of 3 involved in this peritonitis incident. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd888131 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. The cause was undetermined.